Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check and the infusion site appeared to be the cause of the occlusion. However, the customer indicated that the site would not be changed at this time as insulin delivery was able to be resumed without receiving another occlusion alarm.